Event description:
It has been reported to philips that the footswitch intermittently would not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, the issue was intermittent, and user stepped on footswitch again to continue and finish procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the footswitch failed to function properly. Upon troubleshooting, the cable of the wired footswitch was found to be severed and subsequently reconnected using tape. To resolve the issue, fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.